Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of an right atrial (ra) lead the helix would not retract after several attempts to place lead in atrial appendage. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.